Manufacturer narrative:
The quality engineering (qe) team of intuitive surgical inc., (isi) re-evaluated the reported complaint. Following additional information was obtained: although, a probable root cause of reported issue cannot be determined, a common cause of this issue is that universal surgical manipulator (usm) may have experienced a temporary loss of stability due to incomplete or imprecise engagement with the cannula, leading to brief drift behavior, or external forces (e.g., inadvertent bumping of the arm or movement of the cannula during setup) may have introduced unintended motion.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse performed a system test drive, however, could not replicate the reported issues regarding universal surgical manipulator (usm) functionality. The fse conducted a case observation during the visit, where no problems were observed throughout the procedure. The system was verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and support details. The fse confirmed the system was working properly during the visit and the system logs did not show any related error, therefore it was unable to confirm the reported failure.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure that that universal surgical manipulator (usm) 4 was not steady and constantly moved. The customer was using arms 2, 3 and 4 with a monopolar curved scissor instrument on arm 4. The technical service engineer (tse) recommended the customer try the other console on the following case and move the tornado away from the hard stop or switch to using arms 1, 2, and 3. The customer informed the arm was not at the hard stop. The procedure was completed with no reports of patient injury.